Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Health care professional reported the patient was in the ER with a fever and infection and the device was explanted. No further complications reported/anticipated.